Event description:
Customer reported that she was diaphoretic and with high blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 340 mg/dl when the paramedics arrived. Customer stated that she had to remove her sensor because it was coming loose and she had irritation on her site due to the sensor adhesive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.